Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 345 alarms, determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor and ultrasonic pusher were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 during therapy. The customer reported that the multiple attempts were made to reprogram the device, which resulted in multiple interruptions in therapy for unspecified durations of time. It was also reported that there was no patient injury.